Manufacturer narrative:
Follow-up #1 date of submission 08/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2012 with the following findings: a review of the black box showed no interruptions in basal delivery prior to the reported event date. There were no alarms or conditions indicating a pump malfunction observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report having high blood sugars (bg) for one week, starting on (B)(6) 2012 or (B)(6) 2012 and was admitted to the hospital on (B)(6) 2012 with a bg over 600 mg/dl. The patient was discharged with a diagnosis of high bg, high blood pressure, and congested heart failure. The patient as discharged on (B)(6) 2012. She contacted animas to review the pump to make sure it was working prior to the hospital admission. She also reported that the pump was accidentally exposed to x-rays while she was in the emergency room (ER). When the patient was discharged, she started using the insulin pump but when she woke up the next morning on (B)(6) 2012 at 5:30am, her bg was she thinks 500 mg/dl. She programmed 8.3 units bolus and waited a few hours. When she rechecked her bg, it was still 600 mg/dl so she connected to a medtronic insulin pump but did not change the infusion set or site. She programmed another 11.7 units bolus and waited approximately 30 minutes and felt that her bg was still not responding. She changed the infusion set and then contacted animas at 11am. She admitted she did not look at the cannula when she removed it and had thrown the infusion set away. The patient denies any changes in her activity and diet; however, she recently was diagnosed with congestive heart failure, shortness of breath, and high blood pressure. The animas customer support representative (csr) reviewed the pump with the patient. The patient confirmed that the pump's date/time settings and advanced features were correct. The infusion set and cartridge were not available for troubleshooting and the patient was unable to recall if the infusion set was bent. The patient denies leakage, blood, redness, irritation, or inflammation at the skin set. The patient also claims she rotates infusion sites per her health care professional's recommendations. She denies any missed boluses in the pump's history and confirms that the history totals are accurate. There were also no recent pump suspensions or temp basal settings. The patient is using novolog: the csr noted that the patient was using the insulin per instructions. This complaint is being reported because the patient allegedly experienced elevated bg levels at or above 500 mg/dl before and after the accidental x-ray exposure. Since the infusion set and cartridge were not available for troubleshooting; therefore, it cannot be determined if the pump, infusion set, and or site were contributing factors to the reported high bg's. A replacement pump was sent to the patient.